Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female was treated on (B)(6) 2021 with coolsculpting to the abdomen. On (B)(6) 2021 the patient reported hardening to the treated area. Following an assessment, it was reported that the patient developed paradoxical hyperplasia (ph) to the area above the navel and on the anterior portion of her right hip. No additional information from the practice or the patient has been provided.